Manufacturer narrative:
Combination product: yes. Only the stent was returned for investigation and subjected to a technical analysis. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The stent was returned loose inside a plastic bag. The stent is kinked in its center and slightly deformed over its entire length, i.e. Few struts are lifted. The delivery system was not returned for analysis. The angiographic material does not show the actual complaint event and does therefore not provide any further relevant information with regards to the root cause of the complaint. Review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause was determined.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of an in-stent restenosis (90 percent stenosis degree) in a vein graft of the left coronary artery. During treatment of an in-stent restenosis in a 2016 implanted stent, the device could not be passed through the stenosis. After withdrawal, the stent was found dislodged on the table.